Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450 h3: hardware analysis was completed on the returned power supply. It was installed in a test system and the issue was unable to be confirmed. The system functioned normally and no faults or failures were found. Voltage was measured at 5.17 vdc and images were successful. H6: b01, c19 and d14 apply to returned concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that an event occurred in which a 3d scan could not be performed. The system was restarted and the issue resolved. There was a delay of less than 1 hour and no impact on patient outcome.